Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect the information related to the procedure, but the customer did not provide the information about the patient and procedure however, there was no harm or injury reported to philips. The field service engineer (fse) inspected the system onsite and confirmed that the device's collimator was unable to be opened fully, and the user tried restarting, but the issue persisted. The rse checked the error logs and found the collimator failure. Upon functional testing, the fse confirmed that the collimator failed after the system powered on. To resolve the issue, the fse replaced the collimator and did the related adjustment and calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's collimator was unable to be opened fully. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect the information related to the procedure, but the customer did not provide the information about the patient and procedure however, there was no harm or injury reported to philips. The field service engineer (fse) inspected the system onsite and confirmed that the device's collimator was unable to be opened fully, and the user tried restarting, but the issue persisted. The rse checked the error logs and found the collimator failure. Upon functional testing, the fse confirmed that the collimator failed after the system powered on. To resolve the issue, the fse replaced the collimator and did the related adjustment and calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The catalog item identifier, serial number, product UDI, reporting institution name and the reporting address line 1 have been updated.